Event description:
Event description guidant received information that this ventricular implantable lead was repositioned multiple times on the day of implant due to poor lead measurements. This lead continually dislodged and was explanted three days post-implant after tissue was noted in the helix.